Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all stress testing without duplicating the report. The main battery and pim to cpu cable were replaced as a precaution. The device was be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.